Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device water didn't get cold.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty chiller pump. The mixing pump was checked and it was functional. The chiller pump was noted to be defective. The chiller pump was replaced. The unit was still failing to cool after the chiller pump replacement. The chiller assembly was also faulty. The chiller assembly was replaced. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device water didn't get cold. Per follow up information received via email on 10jun2024, the device was repaired on the customer site. The problem was cooling malfunction. Defective parts were chiller pump and chiller assembly. They replaced these parts. The issue was resolved. They replaced chiller pump and chiller assembly.